Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had displayed an alarm 113 (reduced water temperature control). It was stated the nurse had already started draining water from the right side drainage port. The patient temperature was 33.8c, target temperature was 37c, water temperature 27.8c, flow rate was 1.3lpm and device was at 4 bars of water. After completed the water draining, the arctic sun device was placed in the manual control at 40c then the water slowly increased to 40c. Per guided through disabling manual control and restarting rewarm. Rewarm tab reads from 33.7c at rate if 0.25/hour to 37c. It was suggested to send the device to biomed for functional check once the therapy has been complete.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review could not be performed due to the unknown lot number and product catalog number. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device had displayed an alarm 113 (reduced water temperature control). It was stated that the nurse had already started draining the water from the right side of the drainage port. The patient temperature was 33.8c, target temperature was 37c, water temperature 27.8c, the flow rate was 1.3lpm and the device was at 4 bars of water. After completing the water draining, the arctic sun device was placed in manual control at 40c then the water slowly increased to 40c. Per guided through disabling the manual control and restarted the rewarming. Rewarm tab reads from 33.7c at the rate of 0.25/hour to 37c. It was suggested to send the device to biomed for a functional check once the therapy has been completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had displayed an alarm 113 (reduced water temperature control). It was stated the nurse had already started draining water from the right side drainage port. The patient temperature was 33.8c, target temperature was 37c, water temperature 27.8c, flow rate was 1.3lpm and device was at 4 bars of water. After completed the water draining, the arctic sun device was placed in the manual control at 40c then the water slowly increased to 40c. Per guided through disabling manual control and restarting rewarm. Rewarm tab reads from 33.7c at rate if 0.25/hour to 37c. It was suggested to send the device to biomed for functional check once the therapy has been complete.